Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge.

Event description:
A report was received that the patient was experiencing pain due to trauma. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain due to trauma. The patient will undergo a revision procedure wherein the ipg will be replaced.